Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during investigation, the pump history was reviewed and showed the last basal delivery and the last bolus were recorded on (B)(6) 2013. No alarms related to the complaint were noted in the alarm history; only typical usage observed. The basal and boluses added up appropriately to total the total daily dose showing the pump was delivering insulin accurately until the last date used. During testing, a delivery accuracy test was performed successfully and the pump was found to be delivering appropriately. No alarms occurred during testing. Unrelated to the complaint, evaluation revealed a crack near the case seal of the battery compartment. The battery cap was not returned; a test cap was able to fully secure to the pump and was used for all testing. The history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) levels were well over 300mg/dl for the past three days. The patient was up last night with a bg of 500mg/dl with severe nausea and vomiting. The patient¿s current bg is 466mg/dl with nausea. The patient contacted their hcp and hcp recommended the patient call customer support (cs) as it is a pump issue. The patient reported that they recently had a change in diet. Cs reviewed the pump with the patient and there was no malfunction found. Cs agreed to replace the pump as hcp is insistent it is a pump issue. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.